Event description:
It was reported to philips the device failed the invasive pressure test. A philips field service engineer (fse) evaluated the device. The fse determined that the invasive pressure failed the operating test according to parameters the heartstart mrx does not physically have. Through the diagnostics, the fse identified that the motherboard may have been replaced since the original (without update to original parameters), however, there was no record of recent service by philips. The fse informed the customer that a maintenance by a third party may have caused this issue to occur. No parts were replaced. The fse updated the parameters. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the device failed the invasive pressure test. There was no patient involvement.